Event description:
Technician alleged that the bed had no functions.

Manufacturer narrative:
Technician stated that the account alleged that fluids had gotten on the bed. Technician replaced the power control board to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.